Event description:
It was reported that a pta balloon ruptured at 24 atm (above rated burst pressure of 20 atm) in a lower arm av fistula and could not be retracted through the access site. During withdrawal of the catheter, the pta balloon completely detached from the catheter shaft. Reportedly, various different instruments were used in an attempt to retrieve the pta balloon, however, all proved unsuccessful. Add'l access was made in the upper cephalic vein and several more attempts with different instruments were made to remove the detached balloon, however, all attempts proved unsuccessful. A cut down was performed, and the component was successfully removed. Both ends of the fistula were then tied off. The pt returned the following day and dialysis was continued.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has yet to be returned to the MFR to date.